Event description:
It was reported that during a routine device change out, the left ventricular lead was capped due to the patient experiencing diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.